Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lv lead had dislodged into the main coronary sinus. The lv lead was explanted and replaced. There were no adverse health consequences to the patient.